Manufacturer narrative:
Customer had called reporting that after an x-ray, the table would return to "set" position. Product monitoring followed up with customer and was told that the customer checked all connections on the footswitch, handswitch, and table, and found no issues. Upon retesting, the table had been responding without any issues with no problems.

Event description:
Customer reports via phone that staff were complaining that after every rad image shot, the table top would automatically return to the memory "set" table position. All procedures have been completed. No reported injury.